Manufacturer narrative:
Per investigator evaluation it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a lot of condensation on the arctic gel pads and lines. The patient temperature was 38.0c, target temperature was 36.5c, water temperature was 4.3c. The flow rate was good. The mss explained that this happens when the water temperature was cold for a while and the room was humid. The arctic sun device responded appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a lot of condensation on the arctic gel pads and lines. The patient temperature was 38.0c, target temperature was 36.5c, water temperature was 4.3c and the flow rate was good. The mss explained that this happens when the water temperature was cold for a while and the room was humid and the arctic sun device responded appropriately.